Event description:
It was reported that some cortical fix viper screws were being inserted into markedly hard bone for an l5-s1 viper rod and opal tlif spacing procedure. As the physician drove the screws down, the driver teeth were removed and became stuck on the screw heads. The screw was able to be removed after attempting to put a locking cap onto a small rod and wheeling the screw out. The same problem occured on the contralateral side of the construct with another screwdriver. The physician determined that the screws would better be left in position due to the patient having a large slip and the adequate tightness maintained by the screws, so the driver tips engaged in the tightened screws were left inside the patient. The procedure was completed with approximately 15 minutes delay to the procedure time. No revision surgery is planned for the removal of the driver tips and screws.

Manufacturer narrative:
Visual inspection revealed that the fracture was located at each driver¿s distal tip, the second half of the tip was not provided with either part. The drivers were then sent to the lab for fracture analysis. See attached report for full details. Optical images of the fractured surfaces reveal plastic deformation at the hexlobes and torsional shear markings following a circular pattern around the cannulation of each driver. This suggests the drivers underwent a quasi-static torsional shear failure. Scanning electron microscopy (sem) was performed on the fractured surfaces showing evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the viper universal polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper universal polyaxial screwdriver was conducted on the product code as a device family does not exist for this instrument. There was no harm to the patient reported in the complaint but potential harm may exist if the fault were to recur. A review of the viper family post market surveillance was conducted. No immediate actions were identified in the report. Opportunity for improvement was noted which includes the viper universal poly driver is to be updated to include a reassessment of severity and occurrence. As such, the benefit outweighs the risk and no further action in addition to the post market surveillance report actions will be taken as a part of this complaint file. The root cause of the tip fractures is unknown. However, scanning electron microscopy (sem) found evidence of quasi-static torsional shear failures starting at the hexlobes and extending around the center of the shafts. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, the viper universal poly driver recently underwent a post market review and no immediate actions were identified. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the device reported in MFR report # 1526439-2014-10538.